Manufacturer narrative:
After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. It was reported that the device was used 22 days, however, the recommended period of usage is 7 days. A nonconformance (nc) was opened. The nc has been closed as the root cause for the reported issue "stop flow between the patient and the chamber of the unometer product" could not be identified based on the information provided. Product monitoring reviews will monitor for product trends if the issue were to reoccur. Therefore, this complaint will be closed without further action. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Expiration date 05/2020. Manufacturing date 06/2015. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient in intensive care unit (ICU, with pancreatic insulin secretion disorder and renal failure was connected to a foley catheter and the device. The reporter stated that the device had been in use for twenty-two (22) days when sediment was noted to be collecting in the tract before the non-return valve, and the urine flow had become slow. No further details were provided, including treatments and outcome.